Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The cause of the reported leakage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h11. H11: vantive does not have us reporting responsibility for product code 101512.

Event description:
It was reported that during continuous renal replacement therapy using a gamcath (catheter short term gdk), the second circuit with access was extremely negative, which according to the reporter, created a vacuum in the access line. The site had put a tego connector (non-vantive device) on the catheter ends. It was reported the vacuum in the line caused the appearance of air. The set and tego connector valves (non-vantive device) were removed. It was reported that a hairline fracture in the catheter was observed. According to the reporter, small drops of blood "nearer the white gam cath hub" were noted; however, when flushing with saline, could no longer be seen. No additional information is available. There was observed some small drops of blood nearer the white gam cath hub on the white tubing come out when flushed but when it was just saline they could no longer see the fluid coming out.there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.